Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed displacement test, rewind and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump arrow button worn off. Customer reported that the insulin pump starting to had irregular outcomes, rewind louder and slower and diminished battery life down to a day or a week, rejects batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.